Event description:
The arjo representative was informed about the event related to the v4 ceiling lift and non-arjo sling (invacare loop slings). Following the information provided by the customer the sling loop has not been correctly attach to the ceiling lift by the nurse . As a result of the incident, the sling detached from the device, leading to the patient's fall. The customer reported that patient passed away.